Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02/16/2017 device evaluation: the device has been returned and evaluated by product analysis on 01/30/2017 with the following findings: the pump was returned with the rubber cover detached from the keypad. The keypad was unresponsive. The keypad cover was removed and there was contamination found under all the key contacts. Unrelated to the issue, the display was dim and discolored. Due to the unresponsive keypad, the bolus button was unable to be tested but it was visibly intact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the down arrow keypad button was under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.